Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported high blood glucose while wearing his insulin pump. Customer's blood glucose was 466 mg/dl. He treated with the device, and has manual injections for a back up plan. Customer experienced no symptoms of high blood glucose. In troubleshooting, the drive support cap appeared normal. There was no air in the tubing. Insulin exited during the manual prime. There was no leak. The settings and history are correct. The device passed the high pressure test. The cannula was not bent. Customer was advised that high blood glucose were often caused by site or set issues. The alarm history showed a no delivery and low reservoir alarm. Customer was advised to do a complete set change and monitor his blood glucose. Nothing further reported.